Event description:
During surgery, the pt's greater trochanter fractured. Also, the liner extractor would not grasp the liner correctly. These issues caused a 1 hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.